Event description:
It was reported during a shoulder repair the suture broke during implantation. The doctor removed the implant and replaced it with a push lock. The case was completed with no further issues. To date, the patient is fine.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The probable cause of the event could not be determined from the information available and without device evaluation. As no further investigation was able to be performed no change in harm was identified.